Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2002; 6947, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial flutter that was detected as ventricular tachycardia. The patient had was seen by the physician and no programming changes were made. The device remains in use. No further patient complications have been reported as a result of this event.